Manufacturer narrative:
Investigation: x-review DHR: x-inspect returned samples. *analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 5/13/2016 under wo's (B)(4) and shipped on 5/16/2016. Manufacturing record review: DHR (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit received a new board september 2017. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the unit was returned via RMA # (B)(4) on 12/15/2020. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit was on recall #1216677-0502402019-002-r in regard to CAPA 725. Root cause: csi engineering had identified one issue with a capacitor that had the potential to be overloaded due to excessive current above the capacitors' rating. The part of the circuit that had been found to have an issue on complaint and in production was c21 located on the display board. It's failure affected the foot pedal function due to being shorted (the foot pedal is used to activate the device in all modes depending on the settings on the display). The root cause for this complaint condition is being attributed to a board update from non-rohs to rohs boards. The change had made the c21 capacitor prone to excessive current. The board used in this assembly is prior to the board being updated to include a diode on c21. *correction and/or corrective action the unit's main board was updated with a zener diode on c21 to prevent from being overloaded with current (wo # (B)(4)). Part of the re-work includes in-process testing at which point the unit was returned to the customer. Ecn-21881 was executed to update the print referencing supporting eng-test10487 & eng-test-10504. Remaining boards in stock were updated to include the diode under wo # (B)(4). CAPA 725 was issued and a recall (1216677-05-24-2019-002-r) has addressed the remaining units from the implementation of the rohs board into production up to the addition of the zener diode. Although the CAPA is officially closed out stragglers on the original recall list still come in intermittingly where upon they are addressed accordingly. *preventative action activity reference CAPA 725 and recall (1216677-05-24-2019-002-r).

Event description:
(B)(4). Report submitted by csi service & repair team- "this leep unit, pn lp-20-120 (generator pn only) failed to coagulate, I assume during use. I do not have details on how the surgery went. It is on the recall list and will be coming in to be updated and repaired if necessary. It is not being replaced." 1216677-2020-00279 leep precision intg sys lp-10-120 (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
E-complaint- (B)(4). Report submitted by csi service & repair team- "this leep unit, pn lp-20-120 (generator pn only) failed to coagulate, I assume during use. I do not have details on how the surgery went. It is on the recall list and will be coming in to be updated and repaired if necessary. It is not being replaced." 1216677-2020-00279 leep precision intg sys lp-10-120.